Event description:
Reporter states advantage system spoke result of 91 mg/dl but displayed 5.1 mmol/l on the meter screen. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.